Event description:
It was later reported that there was no pump stop noted on the system monitor. It was noted that there was possible nurse error or confusion of the alarm. The patient was asymptomatic, and no changes were made to the plan of care.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files could not confirm the reported events of a driveline disconnect alarm and pump stop. A specific cause for the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023, per the timestamps. No notable pump events or alarms were captured. The pump appeared to operate as intended at the set speed. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the patient handbook are currently available. The IFU instructs the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Additionally, the IFU provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The patient handbook also advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Lastly, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a pump stop was noted on (B)(6) 2023 at around 11:20. A driveline disconnect alarm was noted while disconnecting the black power lead and the white power lead was still connected. The only alarms noted on interrogation were power cable disconnect and no external power. The patient was placed on a different power modular and system monitor with a new patient cable to be safe. Log files contained a few set speed changes, pulsatility index events, and a no external power event. The no external power events appeared to have been a result of a simultaneous controller lead disconnect from the patient cable. The alarms resolved once external power was restored. Controller MFR # 2916596-2023-06431.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.